Manufacturer narrative:
Updated reported device information for the patient tracker rather then the navigation system. Missing UDI.

Manufacturer narrative:
Part number and associated field updated. Manufacture date and unique device identification (UDI) provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. The patient tracker was returned to the manufacturer for analysis. Analysis found that when connected to a known good system the returned tracker displayed only red status with no tracking. A check of the em interface showed that coils #1 and #3 were dead. Analysis found that the reported event was related to an electrical issue. Missing device manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the noninvasive patient tracker (nipt) was not tracking in the em field. There was a lot of metal interference, but the nipt did not provide a metal interference value, while the instrument tracker did (10+) the site tried removing the emitter around and swapping ports on the device with no resolution. The site got a second patient tracker and did a tracer registration. The site was able t register and the straight probe verified. The surgery was completed with navigation and there was no impact on patient outcome.